Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-07061, 2134265-2015-07058 and 2134265-2015-07059. (B)(4). It was reported that the patient died. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the proximal right coronary artery (rca) with 99% stenosis, and was 56mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with predilation and placement of a 3.00x38mm promus element plus stent and a 3.50x24mm promus element stent, with 0% residual stenosis. Target lesion #2 was located in the distal rca with 90% stenosis, and was 10mm long with a reference vessel diameter of 2.75mm. Target lesion #2 was treated with direct stent placement of a 2.75x12mm promus element plus stent. Target lesion #3 was located in the mid rca with 90% stenosis, and was 36mm long with a reference vessel diameter of 3.0mm. Target lesion #3 was treated with direct stent placement of a 3.00x38mm promus element plus stent. Five days post index procedure, the patient was discharged on aspirin and clopidogrel. In september 2015, the patient died.